Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. Despite the alarm, there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Initial attempts to reload the cartridge and resume insulin therapy were unsuccessful as the cartridge alarm recurred. Technical support instructed the caller on proper loading techniques and offered immediate assistance, but ultimately, the caller could not successfully reload the cartridge. As a corrective measure, technical support decided to replace the pump and original cartridge and instructed the customer to use an alternate form of insulin delivery, mdi, until the replacement arrived.